Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1409 captures the reportable event of stent occlusion within device.

Event description:
Note: this report pertains to one of three devices involved during the same procedure. Refer to manufacturer report # 3005099803-2024-01733 and 3005099803-2024-01736 for the associated device information. It was reported to boston scientific corporation that a naviflex rx delivery system was used in the biliary to treat a hilar stricture due to cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During scheduled removal, it was noted via intra operative imaging that the 2 previously implanted stents (subject of this report) and (subject of manufacturer report # 3005099803-2024-01736 were occluded. The occluded stents were removed. Another advanix biliary stent was successfully implanted. However, during stent deployment, the naviflex system (subject of manufacturer report# 3005099803-2024-01733) was detached and remained inside the stent. The detached naviflex system was removed using biopsy forceps, and the procedure was completed. There were no patient complications reported as a result of this event.